Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in monitor only mode. The patient experienced a nonsustained vt episode while programmed to this mode.